Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. The instructions for use (IFU) includes the following warning. Never disconnect both power sources (batteries and ac or dc adapter) at the same time since this will stop the pump. At least one power source must be connected at all times. The following warnings are included in the IFU for "no alarm sound": always replace a controller with a blank display or no audible alarms. This condition is predictive of a controller failure. Always switch to the backup controller if there is a "controller failed" alarm since the hvad® pump may not be running.

Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. However, the problem could not be replicated in bench testing. Analysis of the controller revealed that it met specifications; the unit passed visual examination and functional testing. Further testing showed that the no-power alarm functioned at specified sound levels for a duration in excess of 75 minutes. This is well beyond the specified duration of 15 minutes. The controller was in use when the reported event occurred. The reported event could not be confirmed. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the staff that the patient got up to go to the toilet during the night and disconnected the a/c power. On coming back to bed she apparently became confused and disconnected the other battery leading to a pump stop. The husband reported that he awoke to find his wife unresponsive. He reconnected both power sources and the woman regained consciousness. She is apparently well now. The husband reported there was no audible alarm. No other information is available at this time. Investigation is still in progress.